Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had been getting shocked by the implant. The patient stated when she moves in certain ways her whole leg would go dead and numb and she had sharp pains running through it. The patient noted she hardy used the implant sometimes and wanted it removed but keeping the lead incase she wanted a new implant in the future. The patient mentioned the implant would move back and forth in her hip and she couldn¿t sit in a hard back chair because she didn¿t have a lot of paddling and it was uncomfortable. The patient was going to contact a healthcare provider about removal as she thought her physician moved practices. The indications for use were spinal pain and post lumbar laminectomy syndrome.